Event description:
First oscillator had impending piston failure (increasing high pitched noise) and clinicians switched to a second oscillator with nitrous oxide (no). The second oscillator was maxed at a power of 10 with a delta pressure (p) of only 40. All other oscillator settings were appropriate (mean airway pressure (map) 30, bias flow 40, frequency 5, fraction of inspired oxygen 33 percent). A small leak was felt around the diaphragm of the second oscillator. A third oscillator was connected to nitrous oxide (no) and once vitals were stable the third oscillator was connected to the patient with no problems.